Manufacturer narrative:
Investigation ¿ evaluation: it was reported, during a stone extraction procedure, two ngage nitinol stone extractors from the same lot would not open or close. Issue was discovered while the devices were at the prep table. A third same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A document based investigation was performed, including, a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed.. There is no evidence to suggest the device was manufactured out of specification. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place." Based on the information available, investigation has concluded that no cause for this event could be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown stone extraction procedure using a ngage nitinol stone extractor, the two devices would not open or close. This occurred while the devices were at the prep table. The procedure was completed with a third device of the same type. No adverse events were reports due to the alleged malfunction.